Event description:
Material#: 301029 batch#: 4222670, 4243176. It was reported that the bd syringe 10ml ll bns had a scale marking issue. Rcc received a complaint via email. Product complaints/ claims not sure who should handle this one. Hct is a distributor and noticed some unconformities on the sku¿s below. They would like to return. Customer cc¿d. 302995 ¿ 10ml 309646 ¿ 5ml rejected non-sterile syringes. Syringes did not pass inspection. Can you please advise how you would like us to handle the rejected syringes? Should we just email you what cannot be used for a credit? Do you need them returned or can we dispose of them? Hi (B)(6). We have identified a nonconformity in 5 and 10ml bd syringes (lots: 4183027 ,4227266, 4243178, 4180037). We are inspecting approximately 200 syringes for contamination and 29 syringes for printing. Thank you . Additional info: 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 3. Can you please provide an exact date of event in format dd-mmm-yyyy? Checking 4. Batch number [4243178, 4180037] was not found for material number # 302995, kindly verify the same. Checking. 5. Total number of occurrences of only 10 ml syringe? Checking. 6. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? See pictures attached. 7. Inspected 29 syringes for printing, can you please elaborate this issue why this was inspected? Whether any scale marking issue on the syringe. My understanding is this was an issue with the 5ml but I am confirming. Additional info: good morning, regarding the 10 ml syringes: inspection was done on 10/10 and 10/14. Lots affected are 4180037, 4222670, 4243176, and 4243178. 22 each had contaminants and 11 had labeling issues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.